Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
On 03/04/2024, it was reported by a distributor via e-mail that an (B)(6) knotless 1.8 fibertaks tip broke off. This occurred during a labor repair; they were unsure when it broke as the anchor was used and backed out of the patient when the piece was discovered. The fragment was retrieved and the case complete using another anchor.

Manufacturer narrative:
Additional information: g3, h3, h6 the complaint allegation is confirmed. Based on the image submitted from the field, it is evident that the distal tip of the device broke off. Consequently, arthrex was able to conclude a most likely cause. The most likely cause can be attributed misuse due to misaligned insertion; or prying/leveraging the device during insertion.

Event description:
Additional information was provided on 06/11/2024 where the distributor stated that the bone quality was great, it was a young healthy male. The bone was pre-drilled as usual with the 1.8mm drill from the disposable kit ar- 3638dc.